Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for sterilization. Plaintiff had an hsg (hysterosalpingogram) performed, during which she was told that the essure did not take on one side and that the essure device was floating around. The implanting physician informed plaintiff that the loose coil was not a problem and that it could not be removed because it could not be found. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual abdominal and back pain. Plaintiffs essure related pain became so severe that she was eventually prescribed vicodin as treatment. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure she suffered from severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had an hsg (hysterosalpingogram) performed, during which she was told that the essure did not take on one side and that the essure device was floating around and could not be found. Shortly after undergoing the essure procedure, plaintiff began to suffer severe abdominal pain. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed vicodin as treatment. Abdominal pain and device dislocation are listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation were not informed, given events nature per se, causal relationship cannot be excluded. Moreover, abdominal pain, pelvic and uncharacterized pain may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Given the apparently long term nature of this pain and the fact that a medical intervention was required (vicodin prescription) this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was ¿floating around.¿/loose coil/could not be found"), abdominal pain ("severe abdominal pain"), uterine haemorrhage ("bleeding / bleeding from fibroids") and tumour haemorrhage ("bleeding from fibroids") in a 49-year-old female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, headache, sinus disorder, kidney stone, torticollis, asthma, arm operation, hypertension and lumbar radiculopathy. Nonsmoker. No alcohol use. Concurrent conditions included submucous leiomyoma of uterus, arthritis, gastroenteritis, urinary tract infection, deep vein thrombosis, gout, tendonitis, sacroiliitis, breast cancer and obesity. Family history included ovarian cancer (mother) and breast cancer (aunt). Concomitant products included atenolol since 2012 for blood pressure, bupropion (wellbutrin) since 2012 for depression as well as beclometasone dipropionate (beclomethasone) since 2003 and salbutamol (albuterol) since 2003. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), tumour haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("bleeding from fibroids"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines"), depression ("depression"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and complication of device insertion ("tubes and coils difficult"). The patient was treated with vicodin and lorazepam. Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, dysmenorrhoea, back pain, dyspareunia, weight fluctuation, migraine, depression, fatigue, nausea and complication of device insertion outcome was unknown and the abdominal pain, tumour haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal pain, back pain, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, tumour haemorrhage, uterine haemorrhage, uterine leiomyoma, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury /condition. She had not removed essure . She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in 2012: essure was not in the correct location inboth tube (B)(6) 2010, digital screening mammo r - routine showed possibly new cluster of micro calcifications in the superior left breast. (B)(6) 2010, digital screening mammo r - routine assessment: negative mammogram and possibly new cluster of micro calcifications in the superior left breast (B)(6) 2010, CT of the abdomen and pelvis without contrast: impression: question 1 mm no obstructing right renal calculus in the upper pole . No hydronephrosis . No ureteral calculi are seen. Large amount of stool in the colon suggesting constipation. Visualized portion of the appendix is normal. (B)(6) 2010, distal portion and cervical spine, four views impression: normal two view cervical spine with additional flexion/extension views. No subluxation (B)(6) 2010, spine thoracic MRI wo mild degenerative changes in the thoracic spine. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. Mr examination of the lumbar spine without contrast showed overall mild degenerative changes of the lumbar spine most pronounced involving the facets at ls-sl.. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. (B)(6) 2010, transvaginal us non ob impression: multiple fibroids. Left ovarian cyst. Thoracic and lumbar spin MRI showed the thoracic spine films show minimal disc bulges at t5-6 and t6-7. There is no foraminal stenosis or disc herniation. Lumbar spine films show the degenerative change present at the l5-s1 area. There is a CT scan which was suggestive of a spondylolysis at the l5-s1 area. Patient have a t5-6 and t6-7 facet block on the right side, as well as a right sided l4-5 and l5-s- facet block. She will follow-up with me after the injection is performed. (B)(6) 2011, bilateral full-field digital diagnostic mammogram showed findings: breast composition: there are scattered fibrograndular densities. There are no masses, distortions or clustered micro calcifications to suggest malignancy. Impression: no suspicious mammographic abnormalities (B)(6) 2014, bilateral full field digital screening mammogram findings:breast composition: there are scattered fibroglandular densities. There are no masses, distortions or clustered microcalcifications to suggest malignancy. The images have been analyzed by 1. No suspicious mammographic abnormalities. Assessment: (birad1) acr bi-rads category 1 - negative. (B)(6) 2017, lumbar spine ap and lateral radiographs there is 7 mm anterolisthesis of l5 on sl. There is lower lumbar facet degenerative change. Vertebral body heights are normal. There is mild loss of intervertebral disc height at l5/s1. Soft tissues are unremarkable. Impression: 1. Lower lumbar degenerative change with anterolisthesis at l5/s1. (B)(6) 2017, thoracic spine radiographs impression: 1. Mild degenerative change. No acute findings. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received. Lab data were updated. Concomitant condition, concomitant drug, treatment drug were added. Added event nausea, vaginal discharge. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 07-sep-2016. Quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had an hsg (hysterosalpingogram) performed, during which she was told that the essure did not take on one side and that the essure device was floating around and could not be found. Shortly after undergoing the essure procedure, plaintiff began to suffer severe abdominal pain. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed vicodin as treatment. Abdominal pain and device dislocation are listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation were not informed, given events nature per se, causal relationship cannot be excluded. Moreover, abdominal pain, pelvic and uncharacterized pain may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Given the apparently long term nature of this pain and the fact that a medical intervention was required (vicodin prescription) this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was ¿floating around.¿/loose coil/could not be found"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding/bleeding from fibroids") and uterine haemorrhage ("bleeding from fibroids") in a female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("bleeding from fibroids"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines"), depression ("depression") and fatigue ("fatigue"). The patient was treated with vicodin. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, weight fluctuation, migraine, depression and fatigue outcome was unknown and the abdominal pain, uterine haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, uterine haemorrhage, uterine leiomyoma and weight fluctuation to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She had not removed essure. She was planning for essure removal. Most recent follow-up information incorporated above includes: on 29-nov-2017: plaintiff fact sheet received. Events pelvic pain, bleeding & uterine bleeding are added. Historical condition, concomitant condition added. Lot number, patient, product and reporter information updated. Essure legal manufacture has changed from (B)(4) and milpitas to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was ¿floating around¿/ loose coil/ could not be found"), abdominal pain ("severe abdominal pain"), the first episode of tumour haemorrhage ("bleeding / bleeding from fibroids") and the second episode of tumour haemorrhage ("bleeding from fibroids") in a female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, headache, sinus disorder, kidney stone, torticollis, asthma, arm operation, hypertension and lumbar radiculopathy. Nonsmoker. No alcohol use. Concurrent conditions included submucous leiomyoma of uterus, arthritis, gastroenteritis, urinary tract infection, deep vein thrombosis, gout, tendonitis, sacroiliitis and breast cancer. Family history included ovarian cancer (mother) and breast cancer (aunt). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), the first episode of tumour haemorrhage (seriousness criterion medically significant), the second episode of tumour haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("bleeding from fibroids"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines"), depression ("depression") and fatigue ("fatigue"). The patient was treated with vicodin. At the time of the report, the device dislocation, dysmenorrhoea, back pain, dyspareunia, weight fluctuation, migraine, depression and fatigue outcome was unknown and the abdominal pain, the last episode of tumour haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, uterine leiomyoma, weight fluctuation, the first episode of tumour haemorrhage and the second episode of tumour haemorrhage to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury /condition. She had not removed essure. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was floating around (B)(6) 2010, digital screening mammo r - routine showed possibly new cluster of micro calcifications in the superior left breast. On (B)(6) 2010, digital screening mammo r - routine assessment: negative mammogram and possibly new cluster of micro calcifications in the superior left breast. On (B)(6) 2010, CT of the abdomen and pelvis without contrast: impression: question 1 mm no obstructing right renal calculus in the upper pole . No hydronephrosis. No ureteral calculi are seen. Large amount of stool in the colon suggesting constipation. Visualized portion of the appendix is normal. On (B)(6) 2010, distal portion and cervical spine, four views impression: normal two view cervical spine with additional flexion/ extension views. No subluxation. On (B)(6) 2010, spine thoracic MRI wo mild degenerative changes in the thoracic spine. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. Mr examination of the lumbar spine without contrast showed overall mild degenerative changes of the lumbar spine most pronounced involving the facets at ls-sl. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. On (B)(6) 2010, transvaginal us non ob impression: multiple fibroids. Left ovarian cyst. Thoracic and lumbar spin MRI showed the thoracic spine films show minimal disc bulges at t5-6 and t6-7. There is no foraminal stenosis or disc herniation. Lumbar spine films show the degenerative change present at the l5-s1 area. There is a CT scan which was suggestive of a spondylolysis at the l5-s1 area. Patient have a t5-6 and t6-7 facet block on the right side, as well as a right sided l4-5 and l5-s- facet block. She will follow-up with me after the injection is performed. On (B)(6) 2011, bilateral full-field digital diagnostic mammogram showed findings: breast composition: there are scattered fibrogranular densities. There are no masses, distortions or clustered micro calcifications to suggest malignancy. Impression: no suspicious mammographic abnormalities. On (B)(6) 2014, bilateral full field digital screening mammogram findings: breast composition: there are scattered fibroglandular densities. There are no masses, distortions or clustered microcalcifications to suggest malignancy. The images have been analyzed by 1. No suspicious mammographic abnormalities. Assessment: (birad1) acr bi-rads category 1 - negative. On (B)(6) 2017, lumbar spine ap and lateral radiographs there is 7 mm anterolisthesis of l5 on sl. There is lower lumbar facet degenerative change. Vertebral body heights are normal. There is mild loss of intervertebral disc height at l5/s1. Soft tissues are unremarkable. Impression: lower lumbar degenerative change with anterolisthesis at l5/s1. On (B)(6) 2017, thoracic spine radiographs impression: 1. Mild degenerative change. No acute findings. Most recent follow-up information incorporated above includes: on 4-dec-2017: reporter- health professional added. Medically confirmed case, lab data added, historical condition, concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was ¿floating around.¿/loose coil/could not be found"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding / bleeding from fibroids") and tumour haemorrhage ("bleeding from fibroids") in a female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, headache, sinus disorder, kidney stone, torticollis, asthma, arm operation, hypertension and lumbar radiculopathy. Nonsmoker. No alcohol use. Concurrent conditions included submucous leiomyoma of uterus, arthritis, gastroenteritis, urinary tract infection, deep vein thrombosis, gout, tendonitis, sacroiliitis and breast cancer. Family history included ovarian cancer (mother) and breast cancer (aunt). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tumour haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("bleeding from fibroids"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines"), depression ("depression") and fatigue ("fatigue"). The patient was treated with vicodin. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, weight fluctuation, migraine, depression and fatigue outcome was unknown and the abdominal pain, tumour haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, tumour haemorrhage, uterine leiomyoma and weight fluctuation to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury /condition. She had not removed essure . She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was floating around (B)(6) 2010, digital screening mammo r - routine showed possibly new cluster of micro calcifications in the superior left breast. (B)(6) 2010, digital screening mammo r - routine assessment: negative mammogram and possibly new cluster of micro calcifications in the superior left breast. (B)(6) 2010, CT of the abdomen and pelvis without contrast: impression: question 1 mm no obstructing right renal calculus in the upper pole . No hydronephrosis . No ureteral calculi are seen. Large amount of stool in the colon suggesting constipation. Visualized portion of the appendix is normal. (B)(6) 2010, distal portion and cervical spine, four views impression: normal two view cervical spine with additional flexion/extension views. No subluxation. (B)(6) 2010, spine thoracic MRI wo mild degenerative changes in the thoracic spine. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. Mr examination of the lumbar spine without contrast showed overall mild degenerative changes of the lumbar spine most pronounced involving the facets at ls-sl.. There is no significant spinal canal or neural foraminal compromise seen to suggest nerve impingement. (B)(6) 2010, transvaginal us non ob impression: multiple fibroids. Left ovarian cyst. Thoracic and lumbar spin MRI showed the thoracic spine films show minimal disc bulges at t5-6 and t6-7. There is no foraminal stenosis or disc herniation. Lumbar spine films show the degenerative change present at the l5-s1 area. There is a CT scan which was suggestive of a spondylolysis at the l5-s1 area. Patient have a t5-6 and t6-7 facet block on the right side, as well as a right sided l4-5 and l5-s- facet block. She will follow-up with me after the injection is performed. (B)(6) 2011, bilateral full-field digital diagnostic mammogram showed findings: breast composition: there are scattered fibrograndular densities. There are no masses, distortions or clustered micro calcifications to suggest malignancy. Impression: no suspicious mammographic abnormalities (B)(6) 2014, bilateral full field digital screening mammogram findings:breast composition: there are scattered fibroglandular densities. There are no masses, distortions or clustered microcalcifications to suggest malignancy. The images have been analyzed by 1. No suspicious mammographic abnormalities. Assessment: (birad1) acr bi-rads category 1 - negative. (B)(6) 2017, lumbar spine ap and lateral radiographs there is 7 mm anterolisthesis of l5 on sl. There is lower lumbar facet degenerative change. Vertebral body heights are normal. There is mild loss of intervertebral disc height at l5/s1. Soft tissues are unremarkable. Impression: 1. Lower lumbar degenerative change with anterolisthesis at l5/s1. (B)(6) 2017, thoracic spine radiographs impression: 1. Mild degenerative change. No acute findings. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.